Event description:
Information received a smiths medical tracheostomy/pvc - portex tubes pdt uniperc had cuff failure during an airway emergency. Tracheostomy tube was removed and the patient was intubated from above. No further information available on patient outcome.